Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and two exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the radiopaque band on the sheath detached while removing the sheath during a standard arterio-venous fistulogram procedure. The physician believed that the sheath tip had migrated to the patient's lung. Upon receiving the device at the manufacturing facility, the radiopaque band was found intact within the access sheath. The account was notified and the patient was contacted by the account and updated about the finding.